Manufacturer narrative:
Device evaluation is not yet completed. Once additional information becomes available, a follow up assessment will be submitted. Burns are expected side effects from such treatments; however this event is reportable because it is an accidental radiation occurrence (aro) since site reported an unintended discharge of laser energy.

Event description:
It was reported that the elite+ pulsed on its own and burned the operator's hand.

Manufacturer narrative:
This is a follow up report to medwatch 1222993-2024-00038 due to device evaluation completed. The handpiece allegedly fired because the wire that connects to the handpiece was broken. Cynosure field service engineer (fse) confirms no false triggering occurred. To resolve the broken wire, cynosure fse soldered the wire back in place. Software would not be able to determine if trigger was pressed or if it was shorted. The device did not fail to detect since the issue is related to the electrical cable of the handpiece.